Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by nurse that the controller is very hot. Controller was exchanged and no consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed. Analysis of the device revealed that despite a perceived high temperature on the surface of the controller, the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A root cause could not be determined as the controller performed as indented.